Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump would not exit the preparing to prime loop and insulin squirted out if the tubing during manual prime. Blood glucose at the time of the incident is unknown. During troubleshooting, the customer was advised to hold down the act button until receiving a second series of beeps and/or numbers appear on the display. The customer stated that they did not receive the beeps nor did the numbers appear on the screen. She also reported that there was a large air bubble in the reservoir. She indicated that she used cold insulin. The customer stated she changed the infusion set and reservoir and primed. It was advised to discontinue use of the insulin pump and to revert to a back-up plan. The insulin pump was returned for analysis. The reservoir and infusion set will not be returned for analysis.